Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed normally after deleting old patient data. A philips field service engineer (fse) visited the site and checked the log file. The fse found some errors in the operating software (os) disk and image disk. The fse solved the issue by replacing the os and images disks. After the disks replacement and functional checks, the system was returned to use in good working order. The codes were updated based on the investigation outcome.